Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced a blood glucose (bg) level of 39 mg/dl. Cause of bg was due to increasing the bolus delivery amounts. Food was consumed to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.